Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during an implant procedure, after seven placements within the atrium the lead continued to "fall" and would not remain in contact with the tissue. Another lead was implanted. No patient complications have been reported as a result of this event.